Manufacturer narrative:
The insulin pump had a cracked case, a completely broken reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a stained address and serial number label, and a stained end cap sticker.

Event description:
The customer called in to report a crack on the battery compartment. The customer's blood glucose level was unknown. The customer was advised to return the insulin pump for analysis.